Manufacturer narrative:
Device was received in a condition which made analysis impossible. Unable to test because an empty vial was returned.

Event description:
It was reported the patient received the following results within 15 minutes: 578 mg/dl and 140 mg/dl.